Manufacturer narrative:
Device evaluated by MFR.: the 14f isleeve introducer sheath was returned for analysis. The returned device consisted of a 14f isleeve introducer sheath with the dilator in the sheath and blood in the device. Microscopic and visual analysis of the tip sheath, and hub/valve of the 14f isleeve introducer sheath was completed. Analysis of the sheath confirmed that each of the three (3) seams had expanded along the seam lines and were consistent with use of the 14f isleeve introducer sheath. Atypical tip damage was confirmed as the tip of the 14f isleeve introducer sheath was torn with pieces sticking out at the tip of the 14f isleeve introducer sheath. No other damage or defect was found.

Event description:
It was reported that the 14f isleeve introducer sheath tip torn in an atypical manner and difficulty removing occurred. A 14f isleeve introducer sheath was selected for use during a transcatheter aortic valve implantation (tavi) procedure. Vascular access was obtained via a transfemoral approach. The femoral artery had mild calcification and mild tortuosity. The 14f isleeve introducer sheath was used to successfully complete the tavi procedure. Prior to the removal of the 14f isleeve introducer sheath, the dilator was inserted into the 14f isleeve introducer sheath. Upon removal of the 14f isleeve introducer sheath, abnormal resistance was felt at the puncture site and the 14f isleeve introducer sheath was difficult to remove from the puncture site. It was observed the tip of the 14f isleeve was torn in an atypical manner with a portion of the isleeve tip protruding outwards. There were no patient consequences.

Event description:
It was reported that the 14f isleeve introducer sheath tip torn in an atypical manner and difficulty removing occurred. A 14f isleeve introducer sheath was selected for use during a transcatheter aortic valve implantation (tavi) procedure. Vascular access was obtained via a transfemoral approach. The femoral artery had mild calcification and mild tortuosity. The 14f isleeve introducer sheath was used to successfully complete the tavi procedure. Prior to the removal of the 14f isleeve introducer sheath, the dilator was inserted into the 14f isleeve introducer sheath. Upon removal of the 14f isleeve introducer sheath, abnormal resistance was felt at the puncture site and the 14f isleeve introducer sheath was difficult to remove from the puncture site. It was observed the tip of the 14f isleeve was torn in an atypical manner with a portion of the isleeve tip protruding outwards. There were no patient consequences.